Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure the mildly tortuous, concentric, 90% stenosed, de novo distal right coronary artery lesion, after pre-dilatation, the vision was delivered and the stent delivery system was inflated. The vision balloon ruptured during the first inflation at 7 atmosphere. The stent implant was implanted at the lesion. Post-dilatation was performed, the procedure was completed. There was no reported adverse pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices and/or the pt anatomy such that upon inflation attempt, the balloon ruptured. Ultimately, return of the stent delivery system may have aided the eval in determining a cause for the experienced rupture. A definitive cause for the reported balloon rupture could not be determined; however, there does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. All stent delivery systems are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.